Event description:
It was reported that during an unknown procedure, the film of the device was cracked when the surgeon put the hand in it. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 270º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).